Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential event addressed in the product labeling.

Event description:
Physician reports capsular contracture, the affected side, baker grade and treatment are unknown.